Event description:
Additional information was received from the consumer. The patient¿s pump alarmed because she was in florida dealing with her mom¿s estate during her refill. The patient got sick from something else and had to take an emergency flight home.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving dilaudid with a concentration noted as "20%" and dose noted as "2mg" via an implantable infusion pump. The indication for use was noted as non-malignant pain and other non-malignant pain. It was reported the patient had a medical emergency that was not related to the pain or pump and was not able to make it home for her refill appointment. The patient's healthcare provider (hcp) told her to go to the emergency room and call the device manufacturer for assistance. No patient symptoms were reported. The patient's pump was not currently alarming at this time. The situation was being addressed by the hcp. Follow-up was being conducted to obtain any symptoms experienced as a result of the missed pump refill, if the pump had been refilled, and when the pump was refilled. If additional information is received, a follow-up report will be sent.